Event description:
Patient underwent a surgical procedure in 2001 for placement of an intramedullary rod in left proximal femur following discovery that they had a non-union and that allegedly said rod failed and had to be revised in 2002.